Event description:
It was reported that this right ventricular (rv) lead recorded a red alert for high out of range shock impedance measurements. Technical services (ts) reviewed the device data and identified a single out-of-range shock impedance value of approximately 125 ohms, with all other measurements within normal limits. Ts recommended continued monitoring. No adverse patient effects were reported. This rv lead remains in service.